Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate atp. It was noted that the patient stopped taking the medication. Several episodes of svt of which one was treated with four atp. The patient was unaware he had the therapy and he felt well before and after the therapy. The patient was encouraged to keep taking the medication.